Event description:
It was reported that in 2007, the pt came to the clinic because of an aggravating ear infection. Testing and audiogram were within normal limits. After examination in the ent clinic the pt was diagnosed with a middle ear granuloma caused by an untreated chronic ear otitis. Surgery was carried out to remove the granuloma. After surgery the surgeon found the electrode array to be loose, although no action was carried out at that place. No explantation could be found to be responsible for the movement other than the infection itself. Testing was performed afterwards which showed high impedances on all channels. Since then the pt was no longer able to hear and understand with his device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.